Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 19 months post-implant, it was reported that the pt experienced recurring battery disconnect alarms while connected to either the batteries or the power base unit. On one occasion, disconnecting the power cable caused the pump to stop and alarms were noted. It was also reported that the pt had fallen down the stairs a couple of days prior. The system controller and the battery clips were exchanged and no further alarms were reported.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issues have been reported. The manufacturer is attempting to acquire the exchanged components for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.